Event description:
It was reported that at a regular follow-up appointment during a device data review, the physician noted that this pacemaker-dependent patient's pacing rate was inappropriately high at the maximum sensor rate (msr) of 130bpm. Additionally, a lead safety switch (lss) had occurred due to low, out of range pacing impedance (<200 ohms) from a competitor's right atrial (ra) lead. The physician suspected a ra lead insulation issue. The physician reprogrammed the minute ventilation (mv) sensor signal to passive mode and the pacing rate dropped to appropriate rates for this patient. A potential ra lead revision procedure was discussed once this device reaches normal end of life. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at a regular follow-up appointment during a device data review, the physician noted that this pacemaker-dependent patient's pacing rate was inappropriately high at the maximum sensor rate (msr) of 130bpm. Additionally, a lead safety switch (lss) had occurred due to low, out of range pacing impedance (<200 ohms) from a competitor's right atrial (ra) lead. The physician suspected a ra lead insulation issue. The physician reprogrammed the minute ventilation (mv) sensor signal to passive mode and the pacing rate dropped to appropriate rates for this patient. At this time, the device remains implanted and in-service. No additional adverse patient consequences were reported.